Event description:
The physician reported that a patient has experienced increased seizure levels with their new vns generator when compared to their previous vns generator. The physician has concern that the patient¿s magnet swipes are not properly activating. Programming data was provided and reviewed, and the magnet history data showed that the total magnet completions increased throughout the provided data timeframe, indicating that magnet activations were successfully completing. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent prophylactic battery replacement. The explanted device has not been received for analysis to date.

Event description:
It was reported that once the auto stimulation output current was programmed less than the magnet output current, that the patient¿s magnet activations had begun to register again on their vns generator; however, it was not specified how it was determined that the magnet was registering. The patient¿s mother reports that since the parameters were updated so that the auto stimulation output current was programmed less than the magnet output current, the magnet has now been effective and stops the patient¿s seizures. Data downloads were provided from the patient¿s two most recent appointments. At the first appointment (B)(6) 2019, the auto stimulation output current and magnet output current were programmed to the same settings, and it was alleged that the magnet activations were not registering. At the second appointment on (B)(6) 2019, the auto stimulation output current was programmed less than the magnet output current, and it was reported that the magnet activations were now registering. Review of the data downloads confirmed that magnet activations were registering at both appointments, regardless of the auto stimulation output current and magnet output current settings. It was observed in the data download that the physician was not performing the correct interrogations to observe updated magnet counts on the programmer. No other relevant information has been received to date.